Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿do not put any other drugs or medications inside your pump cartridge. The pump is designed only for continuous subcutaneous insulin infusion (csii) using u-100 humalog or u-100 novolog/novorapid insulin. Use of other drugs or medications can damage the pump and result in injury if infused." Per the tandem user guide: ¿do not put any other drugs or medications inside your pump cartridge. The pump is designed only for continuous subcutaneous insulin infusion (csii) using u-100 humalog or u-100 novolog/novorapid insulin. Use of other drugs or medications can damage the pump and result in injury if infused."

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Tandem technical support advised the customer against using off-label insulin. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 300's mg/dl.